Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. Both the surgeon monitor and the communication were replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor on the system was intermittently turning black. It would be on for about 10 minutes and then turn black. No patient was present at the time of the event.

Manufacturer narrative:
The surgeon monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The monitor was connected to a known good system and had no image display. Cycling the power on the monitor had no effect. Electrical failure was found. The surgeon monitor cable was returned to the manufacturer for evaluation. The reported issue was not confirmed. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor on the system was intermittently turning black. It would be on for about 10 minutes and then turn black. No patient was present at the time of the event.